Event description:
Approximately 168 days after the study index procedure, the patient underwent a coronary angiogram for unknown reason; however, the target site evaluated, and the previously implanted cypher select plus stent was widely evaluated, and the previously implanted cypher select plus stent was widely patent. Following this procedure, the patient developed a hematoma at the puncture site. Aspirin and clopidogrel were not discontinued, and after approximately 2 days of hospitalization, the patient was discharged. However, approximately 3 days later, the patient was re-admitted due to worsening (bleeding) of the hematoma. Aspirin and clopidogrel were again discontinued, and the patient underwent ultrasound-guided treatment for the right groin superficial collection. The collection was injected with thrombin followed by compression. Aspirin and clopidogrel were re-started at the time of discharge for the readmission (approximately 2 days later).

Manufacturer narrative:
The device is not available for evaluation and testing. Additional information has been requested, and will be submitted within 30 days upon receipt.